Event description:
The caller reported via phone call that the customer was hospitalized. The customer was unsure if it was diabetes related. The customer had a few sensors that did not work. Customer's blood glucose level was not reported. The call was dropped. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.